Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient receiving baclofen [2000 mcg/ml] at a rate of 1500 mcg/day via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that the patient has been having symptoms of withdrawal and a loss of therapy for the past couple of weeks. A dye study was conducted (B)(6) 2017 and during this multiple attempts were made to aspirate the catheter and the physician was unable to aspirate. It was then determined that based on the issues the patient was having that the patient get a replacement. A root cause was not determined and surgical intervention had not been scheduled but was planned. There were no changes in dosage made to the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.